Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 9.3 mmol/l. The customer stated that they did not have an electrode. The customer will be sent a replacement sensor. The customer will return the old sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.